Event description:
According to the reporter, during a sleeve gastrectomy procedure, after pausing , and waiting for fluid to disperse, the excessive tissue alarm was still showing and the user could not proceed with the firing, on the second reload the staple formation was incomplete. A new reload was used to resolve the issue. The surgical time was extended for five minutes. There was no patient injury. Product was received without accompanying information. Medtronic's initial evaluation of the incident device found the application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:n4e2311y), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:n4f1982y), sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:n4h1541y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that of event description. The product analysis noted evidence that the device was not used as intended. This issue may occur under the fo llowing conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.